Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 33 mmol/l. The customer stated that the cannula of infusion set was bent. Troubleshooting was not performed for high blood glucose. The insulin pump will not be returned for the analysis.